Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis of the lead indicated that the outer insulation of the lead was extrinsically breached due to a tear. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling and the outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that two days post implant the patient returned to the hospital complaining of sharp chest paint. The right ventricular (rv) lead threshold was high and the patient was very symptomatic with rv pacing. The x-ray did not show an obvious perforation but the physician thought there was a micro-perforation. Prior to the start of the lead revision procedure, it was discovered that the patient has a pneumothorax. The origin of the pneumothorax was unclear. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.